Event description:
On (B)(6) 2012 customer reported that the probe on the act 10 analyzer dripped a few drops after the startup cycle. Customer stated that the probe did not drip when running samples. The leak was not contained in the instrument. No injuries were reported and no erroneous patient results were generated. Customer stated that they had already replaced solenoid valve 8 and the probe wipe assembly. Customer also bleached the probe wipe vacuum path and verified low vacuum (6 inches). Customer stated that they would replace the main card and call back if they encountered a problem. As of (B)(6) 2012 the customer has not called back. The service call was closed and service was not dispatched. No further leaks were reported.

Manufacturer narrative:
Customer resolved the issue. (B)(4).